Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdvf015 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the port needles changed. I was able to obtain a new and old port needle. The difference is the old port needles had blue caps and white clips. They were made in mexico. The new needles have white caps and clear clips and are made in china. Now that the newer needles are making there ways into all of the ahs infusion centers we are seeing more and more cracks." 2/28/2020- additional information received stated, "patient was accessed on (B)(6) and was infused with no leaking. Patient went home on a 5fu pump. When the patient woke up the next morning, the infusion had leaked all over the patient and also the bed. Patient called physician and was advised to go to the ER in which to be de-accessed. Upon investigation of the port needle there was a fine crack on the y-site closest to the patient. This is commonly not the site that is accessed, but an additional orange cap is placed over this port that was not accessed."